Manufacturer narrative:
(B)(4). Date sent: 10/08/2021. D4: batch # unknown.

Manufacturer narrative:
(B)(4). Date sent: 10/29/2021. Investigation summary: this is an analysis of one video and photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the video shows a needle/suture combination handling by a surgical instrument. The photos show tissue with slight bleeding and some knob suture could be observed on the tissue. Also, some staples can be seen on the tissue. However, due to tissue on staples proper/improper form of staples cannot be determined. Based on the photo and video the event described is confirmed, however, no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.,according to the information received, the cdh29p device malformed staples, incomplete staple line, leak controllable. The product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. The device was received with no staples present and an anvil with a cut washer. The device was loaded with staples, reset, and fired into a test skin. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form and release criteria. Batch records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: do not attempt to manipulate the adjusting knob during the firing sequence. Doing so may result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional information was requested and the following was obtained: indications: sigmoid diverticulitis. No chemo or radiation the device didn't staple alle staples. As you can see on the video there are 3-4 not fully formed staples. It cuts fully. You can also see staples in the surgical field. Did you watch the video? The hcp was the head surgeon with more than 25 years experience. The scale was set to low- b. Of course he waited 15 seconds before firing. The confirmation of the devices was the audible feedback from the washer and also the green hook at the end of the progress. 2x360 degress rotation to remove the device. The donuts have both been complete and full. The leak test showed us direct after the stapling that bubbles came up. When he did the rectoscopy he saw blood at two o clock. And that was where the device didn¿t staple. As you can see on the video, the surgeon sew over the gap. The patient was at the intensive care for a week. Now she is fine and back home.

Manufacturer narrative:
(B)(4). Only event year known: 2021. Batch # unknown. (B)(4). This is an analysis of one video and photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the video shows a needle/suture combination handling by a surgical instrument. The photos show tissue with slight bleeding and some knob suture could be observed on the tissue. Also, some staples can be seen on the tissue. However, due to tissue on staples proper/improper form of staples cannot be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Additional information was requested, and the following was received: could you please provide more details for "patient came to harm as a result"? Was there a change in the procedure? If yes, please explain. Response: as a result of the leaking anastomosis, the patient had to have an unplanned temporary artificial ileostomy. Furthermore, the patient will have to undergo another surgery to reinsert the ileostomy. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Clarification needed regarding staples: did the device deploy staples? Did the device fully cut and only partially staple? If the device deployed staples, what were their shape? Were there staples seen in the surgical field? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How was the leak identified? What was observed at the site of the leak? What is the current patient status?

Event description:
It was reported that surgery was without complications until the anastomosis was shot. Staple suture row not complete, four unformed staples in the row provide intraoperative insufficiency of the anastomosis. Lap. Attempt insufficiency to overtake with sutures. Air sample still positive, decision to sew in protective ileostoma. Patient came to harm as a result.